Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. System operates as intended.

Event description:
The customer reported an image problem. No pt injury was reported.